Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, upon closing the vaginal cuff, the device was difficult to toggle. Two needles fell off within two throws. A new handle was pulled. Surgeon got almost all the way across with that handle, but was having difficulty toggling with one hand. Had to squeeze with both hands then toggle. Needle was making a "crunching" sound as it was passed and eventually fell out with two throws left. After using three reloads, the account did not have any more suture and the surgeon had to go vaginally to throw remaining two stitches. The procedure was extended by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.